Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient experienced syncope due to the cardiac arrest. This report is being filed to update the describe event or problem and add in a patient code that was inadvertently left off the initial report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient was in cardiac arrest for ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks that did not convert the arrhythmia. A revision procedure was performed where the s-ICD was explanted. A new s-ICD was attempted, but during defibrillation threshold (dft) testing that device also did not convert the vf. Subsequently the new s-ICD was attempted and not implanted and the electrode was explanted as the physician did not want to attempt any further troubleshooting due to the patient's condition. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.